Event description:
It was reported to philips that the device experienced internal paddle cable is damaged. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device experienced internal paddle cable damaged. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the internal paddle. Upon conclusion of the evaluation, it was determined that this was a malfunction of the internal paddle for which a quote was provided for replacement, however, the customer did not accept the quote. The device remains at the customer site and no further evaluation is warranted at this time.